Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. During the procedure, paint came off of the two instruments and had to be retrieved from the surgical site. No foreign bodies were retained by the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of the yellow ink/paint used on these instruments found it to be non-cytotoxic. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00597 / 00598).